Event description:
It was reported that the lead impedance dropped below 200 ohms and noise was coming in, so the lead was replaced by another one. No adverse effect were reported.

Event description:
It was reported that the patient with this right atrial (ra) lead experience pocket erosion. There is no info on the type of lead and the event date is unknown. This report reflects information received by FDA in the form of a notification by report mw5120105.

Manufacturer narrative:
Correction data: section b1, adverse event was selected and product problem was unselected from the initial MDR report. Section d1, the product selected in the initial MDR report was not the correct one, the device model is unknown but the FDA product code is nvn - drug eluting permanent right ventricular (rv) or right atrial (ra) pacemaker electrodes. Section g2. 3. Date received by manufacturer: the awareness date provided in the initial MDR report was not the correct one it was 4 august 2023 despite 21 august 2023. In this follow-up#1 report, the date of 18 september 2023 corresponds to the date on which information of the correct awareness date was retrieved. Summary investigation: as no information was provided and as the lead model is unknown and the lead is not returned to be analysis, no conclusion could be established. The event is recovered in our database for trends purposes.